Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was not powering on. There is no indication that the subject meter caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the cca. Replacement products were sent to the patient.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 (02/14/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was found to have a defective lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.